Event description:
The surgeon inserted a cc4204bf single piece collamer lens. The lens fell back into the vitreous due to a capsule tear. The incision was enlarged to removed the lens and a vitrectomy was performed. Another lens was inserted and a suture was required to close the wound. It was unknownwhat caused the capsule to tear. A competitor's phacoemulsification equipment was used.